Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the manifold valve not shifting fully. Additional reportable malfunction for this device; the power switch had no alarm.